Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature high alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the error code for the blower temperature high alarm was confirmed in the significant event log. The bme was unable to duplicate the issue during their initial inspection of the device. The bme communicated that they would run further testing, and the rse provided the customer with the part information for the blower assembly so that a replacement could be ordered if necessary. In a good faith effort (gfe) response received from the customer, it was confirmed that no replacement parts were ordered. The customer was able to run the device for 72 hours continuously without the issue being duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.